Manufacturer narrative:
(B)(4). The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the clips did not lock properly.the patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 6/cart 84/box, lot # 73h1500263 was manufactured on 08/17/2015 a total of (B)(4) pieces. Lot was released on (B)(6) 2015. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. We will continue to monitor and trend of similar complaints.

Event description:
Reported event: the clips did not lock properly. The patient's condition was reported as fine.